Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 09/12/2019 medical treatment would be sought. Based on the information received, aso opted to file an MDR. As of 10/09/2019 retained samples of the same lot and unused returned product samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on 08/12/2019 consumer reported applied the bandages to his two sons. He reported that after wearing the product for a day the bandages both kids experienced abrasion upon removal. The wound left on the boys became infected. Reporter stated bandage left a mark on the face of his 6 year old son. Refer to the other patient report: 1038758-2019-00047. On 09/12/2019 we received email communication from consumer stating that medical attention would be sought.